Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported two tampons she used had the string cut in half and she was unable to find the string upon removal. She had to manually remove the tampons and removal caused pain. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.